Event description:
During a splenic artery embolization procedure, a renegade catheter was used for therapeutic purposes. During the procedure, the fibered idc coil got stuck in the gap of the microcatheter. After flushing the catheter, the coil got injected into the hepatic artery because the catheter had slipped out of the splenic artery. The coil was eventually removed by the neuro-interventional radiologist via an alligator snare. Although the coil was retrieved, a thrombus formed and was successfully treated with tpa. There was sufficient colateral blood flow to the liver preventing liver ischemia. There were no further complications reported with this event.

Manufacturer narrative:
This device has not yet been received by this MFR, consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.